Event description:
After receiving a new 7mm scope, the biomedical engineer at the hosp opened the new scope and performed a quality inspection. The inspector shined a flashlight up the distal end where the light guide cable connects on the scope. About 1/4-1/2 of the view in the cable connector was very dark. On the distal end, when the flashlight was shined, there appeared to be brown spots. The device was never used on a pt.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 12/01/2009. The initial visual inspection showed that there was a brown spot in the illumination port. The scope was shipped to the OEM, (B)(4), on 12/02/2009 for further investigation. A supplemental report will be submitted when the investigation results are received from (B)(4). (B)(4).